Event description:
It was reported that neoflon 24ga 0.7mm od 19mm l india was defective and leaked. The following information was provided by the initial reporter: material no: 391360; batch no: 0169572. It was reported bd insyte autoguard defective. Verbatim: per customer's response on 12/02/2020 would you please be able to let us know what was the issue, what is the defect please? Blood still flowed when the valve was closed. Do you have samples to return ? Only new ones from the same lot. The used items were discarded. Was anyone hurt? No. What were locations these issues occurred, you stated two, would you please send us information? In a hospital. I do not know the IV sites. One was in surgery and the other endoscopy. Per customer's response 11/25/2020. Added to the verbatim of the record hello. When the valve was closed, blood still came out of the unit. It happened in endoscopy, and surgery. No one was harmed. I do have new in package samples to return. Unfortunately, I do not have the used samples to return. They were discarded. The new in package samples are from the same lot, about 25 of them.

Manufacturer narrative:
H6: investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that neoflon 24ga 0.7mm od 19mm l (B)(6) was defective and leaked. The following information was provided by the initial reporter: material no: 391360; batch no: 0169572. It was reported bd insyte autoguard defective. Verbatim: per customer's response on 12/02/2020, would you please be able to let us know what was the issue, what is the defect please? Blood still flowed when the valve was closed. Do you have samples to return ? Only new ones from the same lot. The used items were discarded. Was anyone hurt? No. What were locations these issues occurred, you stated two, would you please send us information? In a hospital. I do not know the IV sites. One was in surgery and the other endoscopy. Per customer's response on 11/25/2020, added to the verbatim of the record hello. When the valve was closed, blood still came out of the unit. It happened in endoscopy, and surgery. No one was harmed. I do have new in package samples to return. Unfortunately, I do not have the used samples to return. They were discarded. The new in package samples are from the same lot, about 25 of them.